Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer had the pump in their pocket and the touch screen became shattered and blacked out due to the damage. Customer's blood glucose was 103 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.